Event description:
Drug/diluent: unk. Fill volume: unk. Flow rate: unk. Procedure: unk. Cathplace: unk. A phone call came into our hotline from a physician who had several questions regarding an I-flow product (pm028-a). The physician wanted to know the length of the catheter from the tip to the connector (distal end). After further communication with the physician's office they informed us that there was a catheter break and legal action was involved, there is a lawsuit against the physician. (Additional info received on (B)(6) 2013), in an attempt to gather additional info for this incident, the physician's office was called and his nurse stated that the physician is under legal advice and will not be providing any further info until he is cleared to do so. The only info that was provided was that the incident occurred 2 years ago. Unable to obtain the incident date, pt info, lot info or hospital info.

Manufacturer narrative:
Method: there is no sample available for eval and investigation. Results: the model of the pump was the only place of info that was received. There was no lot info given therefore, the device history record could not be reviewed. Conclusions: although there is no evidence of adverse event or product malfunction and further info cannot be obtained at this time, the event represents a report that was manufacture believes FDA should be aware of. No conclusion can be drawn. If additional info pt to this complaint is received or the sample is received, we will reopen this complaint and submit a follow-up report. Info from this incident will be included in our product complaint and MDR trend reporting system. Additional investigation may arise from ongoing analysis, trend info, or other analysis as appropriate.